Event description:
Failure to alarm port kinks and does not generate suction, and the device does not give off alarm. During bridging the port only sucks from one wound, the other wound is left with exudate.

Manufacturer narrative:
Active investigation in progress, results of investigation will be provided in a supplement report. (B)(4).

Manufacturer narrative:
The complaint is inconclusive because the circumstance cannot be duplicated and no product was returned for evaluation. Since negative pressure wound therapy (npwt) involves various elements within a system (i.e. Pump, canister, suction port etc.), it is difficult to determine a definitive root cause for the failure to alarm. It is possible that the alarm did not trigger because the pump received enough of a flow rate of air to prevent a blockage or leak alarm from sounding. It cannot be determined from the complaint description what the conditions were within the system and therefore a definitive root cause cannot be determined. Based on information provided, the cause of the kinking cannot be determined. However, in the event the soft port is ¿kinked¿ due to circumstances such as patient movement, the design of the soft port includes an interior material (fluid handling pathway) that consists of a unique structure which provides additional support. It has been demonstrated during testing that this pathway will not collapse and will successfully deliver negative pressure to the wound under excessive weight and compression scenarios. Smith & nephew has tested its npwt systems in both in-vitro and in clinical protocols and results have shown that the system is effective in the management of exudate and that the performance of the renasys npwt system has proven to be effective in promoting wound healing. A possible root cause for the pooling of fluid on one dressing is the position of the device related to the wound site. Information provided in this report does not determine if the hole in the transparent film was cut to 0.6 cm diameter and if the opening of the soft port was properly aligned with the opening in the transparent film to ensure a good seal and decrease risk of blockage per clinical guidelines. The bridging technique is used to join two wounds that are close in proximity and/or to position the soft port in an area away from the wound. The maximum distance recommended for bridging is 10 inches (25.4 cm). The distance between the wounds was not specified. When utilizing the bridging technique, contact must be made between the bridge foam/gauze and the foam/gauze filler in the wound bed (overlap). The condition or appearance of the dressing that was not working was not described and we are unable to determine if the dressing compressed under therapy. Other possible root causes for pooling of fluid at the wound site are blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. It is not clear from the complaint description if alarms accompanied the described events in relation to use during bridging. There is no indication from the complaint description that the pump was malfunctioning however this cannot be verified since the device was not returned for evaluation. A definitive root cause could not be determined at this time. In response to failure to alarm complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The DHR was reviewed and no issues were found during the manufacturing and/or release of the device. No other complaints have been received for this lot number. Complaints will continue to be monitored.

Event description:
Failure to alarm. Port kinks and does not generate suction, and the device does not give off alarm. During bridging the port only sucks from one wound, the other wound is left with exudate.